Event description:
On(B)(6)2022 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the ambient light was taped due to the inability of the ambient lights retaining tabs to hold it in the housing. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the ambient light was taped due to the inability of the ambient lights retaining tabs to hold it in the housing. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on an information gathered, defective part pwd/hld700 silicone ambiant light kit (ard368335998) was replaced and device is back in usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. The manufacturing site¿s subject matter experts have investigated the issue and concluded that the detachment of the ambient module was caused by a collision or an excessive strain during the cleaning. The powerled-hled instruction for use mentions to perform daily inspections checking that the device has not suffered any impact and any other damage. Powerled light head must be used according to the instructions for use. To prevent any degradation it is recommended to avoid collisions and to wipe the surfaces with a moderate effort and with a dry cloth to make sure that no liquid residue is left on the device after cleaning. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).